Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a no delivery alarm on their insulin pump. Patient's blood glucose level is at 185mg/dl. Trouble shooting is conducted. Patient is advised to cease use of pump and resort to back up. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.